Event description:
It was reported that there was a thermal event.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Manufacturer narrative:
The device was received at the local service facility for investigation. The technical service report is attached (see comm log), and indicates: no problem found. Probable root cause: ch electrical failure. Use error . The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was a thermal event.